Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
Related manufacturer reference number 1627487-2023-05198, 1627487-2023-05199. It was reported that the patient has a fractured lead. The ipg is needing to be charged once to twice a day and has migrated. As such, surgical intervention may occur.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.